Event description:
Caller reported a horizontal red line displayed in the middle of the aviva combo meter screen. No adverse event reported. A request was made for the return of the meter, replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).